Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.